Event description:
It was intended to treat a calcified lesion with 75 percent stenosis degree. After predilatation the synsiro stent dislodged from the balloon. No injury was reported. Patient was discharged home.

Manufacturer narrative:
The returned delivery system was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The affected stent was returned as well. In addition the provided angiographic material was reviewed. The technical investigation revealed that the balloon is not well folded anymore and shows clear signs of inflation. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The review of the angiographic material did not lead to any further information regarding the nature of the complaint. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.